Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. The struts of the 2.75x8mm taxus liberte stent appeared to be flared up. The device was disposed and the procedure was completed successfully with another taxus liberte stent.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).